Event description:
Pt stated that the device's optic cover had fallen off. Upon receipt of the suspect device, the manufacturer discovered that the bottom corner appeared to have melted. Pt's blood glucose was not affected and no treatment was received.